Event description:
After IV start and upon activating retraction, spring disintegrated, protruding through the chamber, failing to retract the contaminated needle. No employee injury. Another spring in the same lot was sluggish, but retracted.